Event description:
It was reported that it appeared that the blue hub was cracked and leaking from the sheath. Patient stroked from an air emboli. A swan-ganz catheter was received with the introducer; follow up indicated that unsure of why catheter was returned. However, the catheter is reported on the cer form that was returned with both devices. Both units were evaluated.

Manufacturer narrative:
Customer report was confirmed. The introducer was returned attached to a 5 french bipolor pacing catheter. The valve housing (colorite) was received cracked in half just above the side arm port bond site. The adjustable nut has been tightened completely down to the bottom of the threads on the valve housing. This reported event occurred in 2008; however, not reported to edwards lifesciences until february 3, 2009. An MDR was not initially submitted for the reported patient emboli because the event was discussed with our vp product safety and our canada affiliate. As we found during our investigation, the catheter was in a vein, which makes air in the arterial system causing a neurological event impossible without an abnormal communication between the venous and arterial system such as a pfo or vsd. It is our understanding that there was no investigation to determine whether one existed, which indicates that the physician involved in the case didn't think it was worth pursuing. On a positive note, the patient had recovered. In summary, the possibility that a crack in the hub of a venous catheter caused an neurological event is remote. There was a recall that was initiated in may 2009; FDA recall no. Z-1913-2009.